Event description:
The customer reported approximately 150 milliliters of clear fluid leaked under the instrument and on the counter, and noted hemoglobin lyse was half empty, involving the coulter act 5diff cap pierce (cp). The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the hemoglobin lyse leaked from the reagent syringe block. The fse replaced the cracked reagent syringe block and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).